Event description:
The time and date was changed on the suspect device, then it would not read the test strip code correctly. It displayed the code as 000. The correct code is 640. The device was replaced and requested to be returned for evaluation.